Manufacturer narrative:
(B)(4). The catalog number provided is the domestic list number that is the same to the international list number in the "unique identifier" field. The device manufacturer and lot number of the jejunal tube involved in this event was not provided by the complainant. Therefore, it is unknown if the tubing involved was manufactured by abbvie. Conservatively, abbvie has chosen to report this event due to the potential that the tube involved could have been manufactured by abbvie. The abbvie j tube is intended to provide long-term enteral access for administration of medication to the small intestine. The abbvie j is indicated for the administration of the medication duodopa (and levodopa carbidopa intestinal gel). In this event, there was a mass on the jejunal tube which sounds like a bezoar. Although there was no intervention in this case, it is known that a bezoar will usually require an intervention in order to resolve. The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing was not available. Bezoars are described as retained concretions of undigested food material in the intestinal tract and consumption of fibrous food may be a risk factor for bezoar formation. A potential cause for bezoars is interaction of food with the jejunal tube. This risk is minimized through patient monitoring by a trained clinician. Abbvie reviews complaint categories for possible trends on a monthly basis. There have been no confirmed trends for the complaint condition of bezoar. If any further relevant information is identified or obtained, a supplemental medwatch report will be filed.

Event description:
Sales representative received information as an inquiry from a physician in (B)(6) who stated that very often at regular changing of the j tubes, mass formation was noticed at the end of jejunal tube. The physician did not specify the number of times the event occurred.